Manufacturer narrative:
It was reported by the hospital contact that the complaint deltamaxx (cdx180312-30/c37056) had resistance at the proximal end of the microcatheter (details unknown) and unraveled during withdrawal. After implanting a deltamaxx 5mm (details unknown) first, a deltamaxx 4mm (details unknown) was inserted but it was found to be the wrong size and was thus withdrawn. The complaint deltamaxx was then inserted next; however, the physician experienced a resistance at the proximal end of the microcatheter. The deltamaxx was withdrawn from the microcatheter, but while doing so the microcoil got unraveled. A target coil (details unknown) was used instead to continue the procedure. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no detachment of the microcoil in the microcatheter. The complained product will be returned for analysis. No further information is available. The procedure was the re-embolization of an aneurysm at the ic-pc. The patient was a female of unknown dob, whose vessels¿ tortuosity and calcification levels were not available. A chikai (asahi intecc, 0.014¿), a fubuki (asahi intecc, 6fr), an excelsior sl-10(stryker, 45°angle) a scepter xc (terumo), and enpower dcb / cable (lots unknown) were used for this procedure. Very limited information was received. The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. It is confirmed that the coil was returned stretched, however post-procedural handling may have caused additional damage to the coil when it became entangled around the device positioning unit (dpu) and sheath. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The resistance at the proximal end of the microcatheter cannot be confirmed. While the root cause of the coils resistance at the proximal end of the microcatheter cannot be determined, the evidence suggests that a contributing factor to the coils resistance may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced severe resistance at the proximal end of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the coil stretching is confirmed. While the root cause cannot be determined, a contributing factor may have occurred when the coil became temporarily anchored on an unknown location. When the anchored coil was retracted, the coil was then stretched. A possible location of the anchoring site may have been the adjustable rubber gasket inside the rhv. If the rhv¿s adjustable gasket is not completely opened up to allow the passage of the coil then it may have captured and anchored the coil causing the coil to stretch. Another possible location for the coil to be anchored would have been then distal tip of the green introducer. If the coil caught the edge of the distal tip of the green introducer the coil may have stretched. The last possible contributing factor may have occurred if the distal tip of the green introducer and the hub to microcatheter were misaligned or not properly seated. Damage to the coil can occur in this transition section from device misalignment. In addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products: chikai (asahi intecc, 0.014¿) fubuki (asahi intecc, 6fr), excelsior sl-10 (stryker, 45°angle), scepter xc,terumo), enpower dcb / cable (lots unknown), deltamaxx 5mm (details unknown) ,deltamaxx 4mm (details unknown), microcatheter (details unknown) ,target coil (details unknown).

Event description:
It was reported by the hospital contact that the complaint deltamaxx (cdx180312-30/c37056) had resistance at the proximal end of the microcatheter (details unknown) and unraveled during withdrawal. After implanting a deltamaxx 5mm (details unknown) first, a deltamaxx 4mm (details unknown) was inserted but it was found to be the wrong size and was thus withdrawn. The complaint deltamaxx was then inserted next; however, the physician experienced a resistance at the proximal end of the microcatheter. The deltamaxx was withdrawn from the microcatheter, but while doing so the microcoil got unraveled. A target coil (details unknown) was used instead to continue the procedure. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no detachment of the microcoil in the microcatheter. The complained product will be returned for analysis. No further information is available. The procedure was the re-embolization of an aneurysm at the ic-pc. The patient was a female of unknown dob, whose vessels' tortuosity and calcification levels were not available. A chikai (asahi intecc, 0.014) a fubuki (asahi intecc, 6fr), an excelsior sl-10(stryker, 45ngle) a scepter xc (terumo), and enpower dcb / cable (lots unknown) were used for this procedure.